Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer in doing so. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reappeared.